Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 25 mg/ml at 12.35 mg/day via an implanted pump for non-malignant pain. The event difficulty occurred on (B)(6) 2016. On (B)(6) 2016, the patient had a MRI and a motor stall occurred. On (B)(6) 2016, stopped pump period may exceed tube set and on (B)(6) 2016 a motor stall recovery occurred. The environmental/external/patient factors that may have led or contributed to the issue included MRI. It was noted the reservoir volume was accurate on (B)(6) 2016 and the physician proceeded with the normal refill date of (B)(6) 2016. Therapy was continued as planned and the issue was resolved at the time of this report. The patient's status was "alive- no injury". Surgical intervention did not occur and was not planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.